Event description:
It was reported through the litigation process that approximately three months post vena cava filter deployment, it was discovered that the filter perforated and the patient was diagnosed with deep vein thrombosis and caval thrombosis. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after six years, the CT abdomen and pelvis demonstrated two struts of the ivc filter extend beyond the confine of the ivc medially and posteriorly to the abdominal aorta. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2012).

Event description:
It was reported through the litigation process that three months post filter deployment, the patient allegedly was diagnosed with dvt and caval thrombosis. The patient reported that allegedly the filter is perforating. There were no reported attempts made to retrieve the filter. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately three months post vena cava filter deployment, it was discovered that the filter perforated and the patient was diagnosed with deep vein thrombosis and caval thrombosis. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.